Manufacturer narrative:
This report is submitted on june 12, 2024.

Event description:
Per the clinic, the patient experienced facial irritation, pain, warmth, echoes and performance decrement with device use after falling on her head in (B)(6) 2023. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.